Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the remaining longevity of the device, shown at last follow-up, was wrong (longer than real). The device was replaced the same day.

Event description:
The physician reported that the remaining longevity of the device, shown at last follow-up, was wrong (longer than real). The device was replaced the same day.